Manufacturer narrative:
The device was received at the philips/bench repair facility, it was determined the capacitor assembly is defective. The capacitor assembly was replaced resolving the issue. The engineer confirmed the device was operational after repairs were completed and the device was returned to the customer site. No further evaluation is warranted at this time. The component was replaced to resolve the issue and we are expecting the return of the exchanged failed part. Upon receipt at philips the component will be evaluated, and the complaint will be reopened. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component has not been returned. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device would not power on. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.